Manufacturer narrative:
Product ID (B)(4), lot# v517659, serial#, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead; product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension; product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: programmer, patient; (B)(4).

Event description:
It was reported that the patient had slight discomfort if she walks too fast or sitting in a chair too long, otherwise the therapy was working well for her. The patient stated that her "symptoms are all but gone." The patient had sharp pain at ins pocket at times but the patient wanted to know if follow up with her health care provider could wait until she got back from a trip overseas. The patient had reprogramming on (B)(6) 2012. The patient had devices explanted. The cause of this event was infection. The patient experienced intermittent drainage from incision. The patient recovered without sequelae. The re-implant was planned.